Event description:
It was reported when using the bd vacutainer® serum blood collection tubes foreign matter was found prior to use. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 16-jan-2024. H6: investigation summary: bd received 5 photos and one sample from the customer for investigation. In the photos and sample, foreign matter is not observed; however, additive rundown is seen within the tube. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for additive abnormality. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes foreign matter was found prior to use. No health impact or consequence reported.